Manufacturer narrative:
In the absence of a physical product, an extended investigation will be performed. A follow-up report will be filed once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a data management issue with the freestyle libreview software. The customer reported that she was unable to upload reader data to her pc via freestyle libreview and required unspecified third-party intervention. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An investigation was conducted into the reported issue about the user being unable to upload data from the freestyle libre 2 reader to libreview. Attempted to replicate the user's complaint using a similar configuration was performed and the data was uploaded from the freestyle libre 2 reader to a libreview. An investigation was unable to replicate the complaint therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The date of the event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A customer reported a data management issue with the freestyle libreview software. The customer reported that she was unable to upload reader data to her pc via freestyle libreview and required unspecified third-party intervention. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
In the absence of a physical product, an extended investigation will be performed. A follow-up report will be filed once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a data management issue with the freestyle libreview software. The customer reported that she was unable to upload reader data to her pc via freestyle libreview and required unspecified third-party intervention. No additional details were provided. There was no report of death or permanent injury associated with this event.